Event description:
Same case as MDR ID 2134265-2011-05480. It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became entangled with the guide wire. The 100% stenosed target lesion was located in a non-calcified and moderately tortuous left anterior descending (lad) artery. The apex monorail 15mm x 2.50mm was used with a pt2 moderate support 185cm str guide wire. The catheter and the guide wire became entangled while inside the patient. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the pt2 guide wire became entangled with outer shaft of apex catheter while inside the patient. Both the pt2 and the apex were removed together.